Event description:
It was reported that there was an impedance issue and there were high impedances of greater than 10,000 ohms. The entire lead, 8-15m was all greater than 10,000 ohms. Reprogramming and impedance testing was done. The product issue was not resolved and the cause of the issue was not determined. The patient was seen in the office for a massage and asked if reprogramming could take place. The manufacturer representative saw the patient and did the impedance check first, which showed the entire lead, 8-15, had high impedances. The patient didn¿t seem to have the coverage anymore like he remembered. Both leads were being used in his original program. They reprogrammed the patient using two programs on the 0-7 lead, which provided great coverage of the bilateral mid and lower back. The patient was instructed to call if he needed to be seen again for another reprogramming and verbalized an understanding. Patient status at the time of the report was alive, no injury, and there were no patient symptoms or complications associated with the event. It was unknown about what happened to the patient that was relevant to the event.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).